Event description:
It was reported that an audible alert signaling an empty reservoir was noted in 2009. The pump was interrogated on 3 days later, and was found to be in the safety mode. The quantity of delivered morphine was reduced from 3.499 mg/day which was programmed one month prior to 0.066 mg/day as of the day an audible aler was noted. During the recent pump refill, the nurse tried to reprogram the pump with the initial parameters, but was unable to do so. The pt reported to the neurosurgeon that she felt more pain for the past 3 weeks. The pump will be replaced, as the pt had the flu. As at about two weeks later, the pt's condition was "good"; she was receiving continous morphine infusion and had less pain since the pump was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance.